Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the lesion was dilated twice at 14 atmospheres for 10 seconds each. However, during the third inflation, with the same pressure and inflation time, the balloon ruptured. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.